Manufacturer narrative:
(B)(4). There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Technique related factors such as suture looping, where the surgeon inadvertently loops a suture over one of the commissural posts, may restrict leaflet motion. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The subject device was not returned for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a mitral pericardial valve underwent redo mvr after an implant duration of approximately one (1) year due to leaflet motion restricted. As reported, the root cause is unknown. The patient wanted a biological valve instead of a mechanical valve. No other details were provided.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
Edwards received notification that this patient with a 25mm mitral pericardial valve was scheduled for a redo mitral valve replacement (mvr) after an implant duration of approximately one (1) year and one (1) month due to leaflet motion restricted and mitral stenosis, leading to dyspnea. As per the surgeon, the restricted mobility of the leaflets was not present at the time of the initial implant nor in the pre-discharge echo and the root cause is unknown. The patient doesn´t want to have a mechanical valve and wants a bioprosthetic valve. As reported, during the attempted redo mvr, the valve explant was not possible because there was an intra-surgery complication with ventricular perforation. As such, the surgeon decided to solve the issue, stabilize the patient and did not explant the valve.

Manufacturer narrative:
Reference CAPA: 20-00141.